Event description:
Reportedly, during an ICD replacement procedure, the lead coil continuity was saturated at 3000 ohms whilst it was connected to the subject ICD. After re-connection of the lead, the lead coil continuity was still saturated at 3000 ohms. The lead was then connected to a pacing system analyzer (psa) and the coil continuity was measured at 630 ohms. When the lead was reconnected to the subject ICD, the coil continuity was still saturated at 3000 ohms. The lead was then connected to the previously implanted ICD and normal shock impedance was measured at 80 ohms. The lead was once again re-connected to the subject ICD and the coil continuity was still saturated at 3000 ohms, therefore another ICD was implanted.

Manufacturer narrative:
Reportedly, the associated lead was replaced due to a suspected lead issue. Preliminary analysis confirmed abnormal lead impedance values above 3000o.

Event description:
Reportedly, during an ICD replacement procedure, the lead coil continuity was saturated at 3000 ohms whilst it was connected to the subject ICD. After re-connection of the lead, the lead coil continuity was still saturated at 3000 ohms. The lead was then connected to a pacing system analyzer (psa) and the coil continuity was measured at 630 ohms. When the lead was reconnected to the subject ICD, the coil continuity was still saturated at 3000 ohms. The lead was then connected to the previously implanted ICD and normal shock impedance was measured at 80 ohms. The lead was once again re-connected to the subject ICD and the coil continuity was still saturated at 3000 ohms, therefore another ICD was implanted.

Event description:
Reportedly, during an ICD replacement procedure, the lead coil continuity was saturated at 3000 ohms whilst it was connected to the subject ICD. After re-connection of the lead, the lead coil continuity was still saturated at 3000 ohms. The lead was then connected to a pacing system analyzer (psa) and the coil continuity was measured at 630 ohms. When the lead was reconnected to the subject ICD, the coil continuity was still saturated at 3000 ohms. The lead was then connected to the previously implanted ICD and normal shock impedance was measured at 80 ohms. The lead was once again re-connected to the subject ICD and the coil continuity was still saturated at 3000 ohms, therefore another ICD was implanted.